Event description:
It was reported that this pacemaker was suspected to exhibit undersensing and loss of capture (loc). No adverse patient effects were reported. At this time, this device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The baseline testing completed on the device found no abnormal conditions. All testing that was completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this pacemaker was suspected to exhibit undersensing and loss of capture (loc). Further information was received that this device was explanted due to therapy upgrade. No adverse patient effects were reported. This device has been received for analysis.